Event description:
Boston scientific received information that when this pacemaker was interrogated, there was an inconsistent result on the previous and on the recheck for remaining longevity estimate. Boston scientific technical services (ts) noted that there is a difference between the programmer and device calculations regarding the battery status indicators on different pacemakers. The device remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.